Event description:
It was reported that during a percutaneous coronary inteventional (pci) procedure, a shaft break occurred. The lesion location is unk. Upon loading the maverick2 balloon catheter onto a guide wire, the shaft broke in half. Neither of the two shaft pieces entered the pt. It was reported that the "pt was unaffected by the envet."

Manufacturer narrative:
.